Event description:
The customer reported that the device was continually charge depleting charge-pak battery chargers. The device was sent to physio-control for evaluation. When the failure analysis center at physio-control evaluated the device, an electrical short circuit on the power switch flex cable assembly was observed between the on and off switch positions that would prematurely charge deplete the device's internal batteries.

Manufacturer narrative:
A replacement device was provided to the customer. The root cause of the reported problem was determined to be due to tin whisker growth on the power switch flex assemble which shorted the on/off switch.